Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be torn and was unresponsive to button presses due to contamination on the button contact. The keypad was found to be torn at the down arrow button. The keypad buttons were found to be responding normally to presses. A damaged button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged buttons are obvious and detectable and should alert the user to discontinue use of the pump. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated to the complaint, the display screen was found to be faded. The keypad was removed and contamination was observed under all of the button contacts.

Event description:
On (B)(6) 2012, the distributor contacted animas, alleging the audio bolus button was unresponsive. No other information is available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.